Manufacturer narrative:
PMA/510k: 15aug2019. Date of report: 22aug2019. An assy power supply was returned for analysis. An investigation was performed and the reported issue of no alternating current (ac) power state was duplicated due to an open fuse at f1. Replacement of f1 corrected the failure with this customer returned power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15jul2019. The reported issue was duplicated. The power supply has been replaced in order to correct the cause of the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that before use the unit light emitting diode (led) did not illuminate after being connected to power. When unit was turned on, the unit started on battery power and alarmed, running on internal battery. The customer reported there was no patient involvement. The event date was not specified; estimate used.